Manufacturer narrative:
Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 511 mg/dl. Customer was wearing insulin pump within 48 hours of high blood glucose event. Customer stated that insulin pump had cracked reservoir compartment as dropped but reservoir was able to lock in place. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.